Manufacturer narrative:
(B)(4). H6: proposed annex g coding; mechanical (g04) - drill. The product has been received by zimmer biomet, and the investigation is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a post reamer became damaged during reaming of the glenoid. The damage occurred while reaming excessively hard glenoid bone. Attempts have been made and no further information has been provided.